Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that she is inquiring how to calibrate the customer¿s new pump. His blood glucose was over 400 mg/dl and she stated that he treated by a bolus. Troubleshooting was offered for the customer¿s high blood glucose but the caller declined. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.